Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock due to supraventricular tachycardia (svt). Reprograming of the device was discussed. This device remains in service. No adverse patient effects were reported.